Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Caller reported the customer received high sensor scan results compared to readings obtained on a competitor brand device. Customer experienced unspecified symptoms of hypoglycemia and was incapable of self-treating, requiring unspecified treatment by a non-healthcare professional. Sensor scan results of 8.2 mmol/l, 13.3 mmol/l, and 'hi' (reading greater than 27.7 mmol/l) were reportedly compared to blood glucose results of 7.0 mmol/l, 8.5 mmol/l, and 8.5 mmol/l, however it is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Caller reported the customer received high sensor scan results compared to readings obtained on a competitor brand device. Customer experienced unspecified symptoms of hypoglycemia and was incapable of self-treating, requiring unspecified treatment by a non-healthcare professional. Sensor scan results of 8.2 mmol/l, 13.3 mmol/l, and 'hi' (reading greater than 27.7 mmol/l) were reportedly compared to blood glucose results of 7.0 mmol/l, 8.5 mmol/l, and 8.5 mmol/l, however it is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent impairment associated with this event.